Event description:
It was reported the patient underwent an implantation of an intraocular lens (iol) which was explanted in the same procedure due to iridodialysis. It was stated that the surgeon did not enlarge the incision during removal and exchange of the lens. The patient required a second iol to be implanted. Reference medical device report (MDR) details documented in manufacturer report number 9614546-2013-00015.

Manufacturer narrative:
Additional information received on (B)(4), 2013 from an operative note provided by austin eye surgical facility indicated the surgeon enlarged the incision during implantation of the intraocular lens (iol), and the incision was closed with a 10.0 nylon suture.patient - enlarged incision.all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.

Manufacturer narrative:
(B)(4). Iridodialysis. The device manufacturing records were reviewed and showed no deviations. The production order passed all acceptance criteria for all tests performed and is within all specifications. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.